Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and a review of the alarm log were performed with no abnormalities noted that may have caused or contributed to the reported condition. Functional testing was unable to be performed as the device would not turn on, verifying the reported condition. The cause was determined to be a defective printed circuit board assembly. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement reported. No additional information is available.